Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation and pain at the infusion site. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient went to the emergency room (ER) due to pain at the infusion site. The infusion site was reported to be swollen and irritated. Patient could not stay on the phone to provided additional information. The patient refused to be called back. No treatment information was provided.